Event description:
Reportedly, a mesh erosion occurred. No medication was administered but a segment of tape was removed. The doctor reported that the event was definitely related to the device, that the device caused enough discomfort to interfere with usual activity.